Event description:
Additional information later received reported that it was believed the premature refill alarm was due to the refill center forgetting to update the reservoir volume. The breakage of the catheter was unknown. The replacement went well and patient was doing great.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found no anomaly. Analysis of the catheter found ¿catheter body ¿ broken¿.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving infumorph (25 mg/ml; dose unknown) via an implanted pump. The indication for pump use was failed back surgery syndrome, non-malignant pain, and spinal pain. The patient reported premature refill alarms. It was believed that the nurse forgot to reset the reservoir. The patient was not getting effective therapy. A dye study was done and the catheter was not patent; it was fractured/broken at the back site. The patient needed a catheter revision, so the pump and catheter were replaced. The issue was resolved. The patient status was reported at ¿alive-no injury.¿ the serial number of the 8840 programmer, clarification regarding the meaning of premature refill alarms, troubleshooting performed related to the premature refill alarms, and the cause of the broken catheter were not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.